Event description:
Investigation complete.

Manufacturer narrative:
Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to aesculap inc. That an unknown wave peek implant was used during a procedure performed on (B)(6) 2023. According to the complainant, the implant broke while the surgeon was pressure fitting. All pieces were retrieved from the surgical field and verified by fluoroscopy. The complaint device has not been returned to the manufacturer for evaluation. The adverse event is filed under aic reference (B)(4). Reference associated medwatch reports: 2916714-2023-00045, 2916714-2023-00050.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.